Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended bringing this patient in to assess the lead integrity. The caller stated that they will try and have the patient come in, however she has been non-compliant for her follow ups. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude alert was generated from this system due to an out of range pacing impedance measurement from this left ventricular (lv) lead. A review of the daily measurements noted the impedance had been steadily increasing and exceeded 2000 ohms for the past two months. No adverse patient effects were reported.